Manufacturer narrative:
Per tandem¿s user guide: check that your connection between the cartridge tubing and the infusion set tubing is tight and secure. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the fill tubing step took twice as long to fill. Reportedly, customer saw a few drops exit the tubing. Customer changed the cartridge and reconnected to the same infusion set tubing. Customer did not see insulin exit the infusion set tubing, but did see insulin exit the cartridge tubing. Reportedly, the customer reconnected the infusion set tubing and successfully saw insulin exit the tubing. Customer's blood glucose was 200 mg/dl.